Event description:
It was reported that there were episodes of electromagnetic interference resulting in oversensing. The suspected cause of the oversensing was due to the left ventricular assist device (lvad). The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences.